Event description:
Per letter to FDA, during exploratory surgery due to pain and swelling, allegedly pt had revision surgery. During this surgery, allegedly the plastic component of the patella fell loose into the surgeon's hands.